Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3730826 and product code 810081l.     The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Was medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014 and the mesh was implanted. It was reported that the patient had vaginal mesh exposure on right side and pain. It was also reported that on (B)(6) 2014 the patient had a mesh excision, and there was re-suturing of the vagina and cystoscopy. Additional information was requested.